Event description:
A pt service representative (psr) assisting a (B)(6) male pt called in to zoll lifecor customer support to report that he had bent the pins in his electrode belt. The pt received a replacement electrode belt.

Event description:
Caller states neonate patient received the following inform system/lab results within 10 minutes: 42 mg/dl/24 mg/dl, 53 mg/dl/38 mg/dl. The comparisons were performed approximately 1.5 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.